Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 07:55:26. During drain cycle five, the patient drained 3857ml. No additional information is available.